Event description:
During a routine hemodialysis treatment, waste bag pressure alarm and arterial pressure alarms occurred which could not be resolved. Treatment was discontinued without performing rinseback due to clotting of the extracorporeal circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Review of the cycler treatment log indicates that the alarms were most likely caused by inadequate arterial access blood flow. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.